Manufacturer narrative:
Approximate age of device ¿ 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired at an external hospital on (B)(6) 2018 due to subacute cerebral infarction. The pump will not be returned for evaluation. No further information will be provided.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.